Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that when the heartstart xl defibrillator is either on a patient or a patient simulator, the unit's view is distorted. This is seen if the patient is in asystole. There was patient involvement. But no patient harm reported.